Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7072051/7072104, UDI: (B)(4). Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 5085079/7055320, UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at around the pocket for the battery. Symptoms of warmth, redness, some drainages were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Sc-2218-70. (B)(6) -tw# (B)(4). Sc-2218-70. (B)(6) -tw# (B)(4). Sc-3138-25. (B)(6) -tw# (B)(4). Sc-3138-25. (B)(6) -tw# (B)(4). The leads and extensions were not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient developed an infection at around the pocket for the battery. Symptoms of warmth, redness, some drainage were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned. Additional information was received indicating that the patient was admitted at the hospital until ready for discharge.

Event description:
It was reported that the patient developed an infection at around the pocket for the battery. Symptoms of warmth, redness, some drainage were noted. The physician confirmed that the infection was not device or procedure related. The patient was administered with antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were not returned. Additional information was received indicating that the patient was admitted at the hospital until ready for discharge.